Event description:
This event was reported in an article from a national institute of health registry to investigate the success of treating pts with 50% to 99% stenosis with angioplasty and a single intracranial stent. The report is for a pt, with 70% to 99% stenosis, who suffered a non-fatal ischemic stroke in the stented region within twenty four hours of the procedure, considered to be peri-procedure by the study. No other info was provided.

Manufacturer narrative:
Date of event: exact date is unk, all pts in the registry were treated between 2005 and 2006. Unk as the upn and batch numbers were not disclosed. Date of implant: exact date is unk, all pts in the registry were treated between 2005 and 2006. Other for no allegation of product malfunction or non conformance contributing to the reported event. Report source: neurology. 2008;70(17) :1518-24 and neurology. 2009. [Epub ahead of print].